Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cs100 intra-aortic balloon pump (iabp) battery life was short, and the user immediately connected it to ac power, and no personal injury was caused.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, (g1 (contact office, contact person: mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) said that the user was contacted by phone and informed that the battery had been replaced by a third party.